Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving lower readings from the adc device compared to a hcps meter. The customer experienced unspecified symptoms of hyperglycemia and had contact with a healthcare provider who administered insulin (dose/type unknown) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report as the initial MDR was inadvertently missing the extended investigation on the reported sensor. H6 (adverse event problem) and h10 (addtl mfg narrative) have been updated to include extended investigation findings.

Event description:
A customer reported receiving lower readings from the adc device compared to a hcps meter. The customer experienced unspecified symptoms of hyperglycemia and had contact with a healthcare provider who administered insulin (dose/type unknown) for treatment. There was no report of death or permanent injury associated with this event.